Manufacturer narrative:
The hospital's biomed observed that the cable from the hmia (hospital monitoring interface accessory) was not connected properly and was loose. Biomed tighten the cable and the system is working properly. No further service was required to be performed by zoll.

Event description:
During training, a hospital facility nurse reported that the thermogard ivtm system (serial #(B)(4)) constantly beeped, the screen stayed black and the alarm light was on. No patient involvement.